Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a moderately tortuous and moderately calcified right coronary artery (rca). A 3.50 x 48 synergy ii drug eluting stent was advanced, the balloon was inflated, and the stent fully deployed, but the proximal edge of the stent was not fully opened. Following post dilation, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 3.50 x 16 was deployed proximal to the first stent, overlapping it, and covered the dissection. The procedure was successfully completed. No further patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.